Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to a cut on the cable. There is a possibility of moisture within the cable. The cable needed replacing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of operating errors observed during an unknown procedure. The procedure was completed with another similar device. There was no delay to the procedure. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the device yielded no image due to a cut on the cable. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted for the device return date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it can be surmised that an image was not displayed because the cable became defective due to moisture that might have gotten inside the device from the cut on the cable unit. The cause of the cut on the cable is unknown. Olympus will continue to monitor field performance for this device.